Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-sep-2018 with the following findings: the pump was returned with a cracked battery compartment above and below the grip pad. The battery cap was not returned with the pump. A test battery cap was able secure enough and power up the pump. A 12 hour duration test was completed with the test cap with no power loss. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.